Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm and a therapy fluid inlet occlusion alarm occurred during a routine hemodialysis treatment. Clotting of the circuit occurred due to the amount of time spent troubleshooting. Rinseback was not performed resulting in an estimated blood loss of 190cc. The pt's routing epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The exact cause of the alarms cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.